Event description:
Patient reported a blood glucose result of 300 mg/dl, while using the suspect device. Patient indicated that she immediately opened another strip vial and retested blood glucose with a result of 70 mg/dl. Patient noted that, at the time of the results were obtained, she was not exhibiting any symptoms of high or low blood glucose. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.